Event description:
Information was received indicating that a smiths medical pump had a bubbled dso cover. No patient was present at the time of the event. No adverse events reported.

Event description:
Device evaluation completed and summarized in h 10.